Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this complaint is a known physiological effect of the procedure and is noted within the dfu. (B) (4). Device not returned for analysis

Event description:
(B) (4) - peripheral cutting balloon registry. It was reported in (B) (6) 2004 the patient underwent with the peripheral cutting balloon device for a lesion described as distal below the knee. The lesion type was de novo, mildly tortuous, and moderate calcification. This lesion was 4 mm in diameter and 10 mm long with 95% stenosis before treatment. Post-treatment stenosis was 0%. Lesion morphology was tight concentric stenosis. One month follow up visit in (B) (6) 2005 target lesion did not remain patent since the procedure; the patient experienced an adverse event, resulting in ¿amputation below knee¿. No follow up information reported for three, six and twelve month follow up visits.